Event description:
I purchased 12 pairs of aquatechplus premium contact lenses from (B)(6) in (B)(6) on 02/03/2017. The lenses are intended to be replaced monthly. I have worn this brand for years with no problems (except during the last recall in 2011). The current lenses are uncomfortable after the first day or two. My eyes are burning and red. I have hazy, blurry vision and eye pain and cannot keep the lenses in for more than a few hours. I have been wearing my glasses whenever I don't have to drive as I cannot drive in glasses. I have tried lenses from all four boxes and have experienced the same level of discomfort and blurred, hazy vision. In the period of time when I should have used 2 lenses at the most, I have already used six lenses and all have been uncomfortable. The lot numbers of the lenses I have used are as follows: (10)111955000360170125, (10)111955500050140076, (10)111950000340170539, (10)111955500050140074. I was using the same lenses during the previous recall in 2011 and the current lenses feel very similar in level of pain, uncomfortable dryness, blurry, hazy vision to the symptoms experienced during the prior recall.